Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that technical services (ts) was consulted to review an atrial tachy response (atr) episode for this pacemaker. It was noted that no atrial pacing occurred after the arrhythmia terminated. Ts explained the device mode switched due to an atrial arrhythmia; however, the arrhythmia ended at the time of the mode switch occurred. A period with no atrial pacing delivered resulted due to the atr programmed settings and far field oversensing. Far field oversensing of the ventricular signal on the atrial channel temporarily prevented the device from returning to its original pacing mode. The patient was noted to have a very slow intrinsic atrial rhythm. Ts provided troubleshooting recommendations. No adverse patient effects were reported.